Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedances which caused a lead safety switch (lss). This resulted in oversensing of noise in the atrial channel due to unipolar lead configuration leading to inappropriate atrial tachy response (atr) mode switch. Subsequently, the atr events caused the right atrial automatic threshold (raat) test not to be completed due to incompatibilities with the atr mode. Additional information stated concerns related to ra lead insulation damage which would be the cause for the reported observations. This lead remains in service at this time, and a follow up in clinic was scheduled at a later time for further evaluation. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedances which caused a lead safety switch (lss). This resulted in oversensing of noise in the atrial channel due to unipolar lead configuration leading to inappropriate atrial tachy response (atr) mode switch. Subsequently, the atr events caused the right atrial automatic threshold (raat) test not to be completed due to incompatibilities with the atr mode. Additional information stated concerns related to ra lead insulation damage which would be the cause for the reported observations. This lead remains in service at this time, and a follow up in clinic was scheduled at a later time for further evaluation. No adverse patient effects were reported.